Manufacturer narrative:
(B)(4). Event date (B)(6) 2015. Concomitant products: 00784801100 ¿ m/l taper neck ¿ 60909971; 00771301000 ¿ m/l taper stem ¿ 60927132; 00630505036 ¿ liner ¿ 61057388; 00620005222 ¿ shell ¿ 60954861; 00625006530 ¿ bone screw ¿ 61083494 x2. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06763. Original reported under warsaw on MDR 0001822565-2018-06761.

Event description:
It was reported that patient underwent a left hip total arthroplasty. Approximately 7 years later, the patient underwent diagnostic workups revealing elevated metal ion levels, and MRI findings consistent with adverse local tissue reaction. Approximately 1 year later patient underwent additional blood serum screening, MRI and CT scans leading to the surgeon to note symptoms were due to fretting and corrosion, formation of pseudotumor and metallosis. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H6: component code mechanical (g04)- head. Review of medical records noted no complications during the initial procedure. No revision has been reported to date and the allegations were provided by legal. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.